Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the regurgitation worsening cannot be determined due to the limited information available at this time.  However, it may be related to progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years post transcatheter aortic valve replacement (tavr) with a 26mm sapien valve, a valve in valve (viv) procedure was performed with a 26mm sapien 3 valve.  The reason for the viv was due to aortic insufficiency of the first valve. Additional details are not available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.